Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the adhesive from the infusion sets were not sticking to the patient's skin. The cannula of the infusion set has come out of the patients body. The reporter alleged that this has occurred with eight different infusion sets from the same box. The reporter alleges that the adhesive from this particular box is defective. On (B)(6) 2016, the cannula came out of the patient's body, and the patient's blood glucose was 27 mmol/l. The patient experienced symptoms of "getting sick" and sleeping a lot. The mother treated the patient with insulin injections. The infusion set was requested to be returned for product evaluation.